Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows the obturator is extending from the tip when fully inserted. The specification has the obturator to be a minimum of flush with the tip to a maximum of 6mm beyond when fully inserted. The obturator did not release when force was applied, it remained clicked in. Reason for the return was not confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the dlp pediatric one-piece arterial cannula obturator/introducer was too short and did not stay clicked in. The device was replaced to complete the case. No patient complications have been reported as a result of this event.